Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: device history review (DHR): part: 03.043.029, lot no: 2030279, release to warehouse date: 09 aug 2022, manufacturing site: werk selzach, supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. Corrected data: g1 manufacturing site name updated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the procedure, the surgeon went to attach the tibia jig to the nail, and the hooks they attach to fell off and hit the floor. There was a second set available so the circulator opened the back up set and the jig was used from that set. There was no negative impact to the patient nor was surgery time extended due to this because another one was available. The jig and the 2 pieces that fell off were retrieved from the floor, and discarded per hospital policy. A new instrument was ordered. There was no surgical delay was no patient status/ outcome / consequences.